Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage at catheter and hub junction. The following information was provided by the initial reporter: we are having recurring issues with the catheters. Note: in the video it is possible to observe that there is a leak at the junction of the catheter and the hub (cone).

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device expiration date: 31-aug-2025. H4: device manufacture date: 20-dec-2022. H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos and a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 2339193, and no quality issues were found during production. Our quality engineer reviewed the provided photos and video. The engineer observed a 24 gauge insyte autoguard catheter assembly being flushed with a drop of liquid being seen forming and dropping off the catheter tubing near the nose of the adapter. This was indicative of damage to the catheter tubing, resulting in leakage. However, no further information could be determined from the photos or video. There were no visible catheter kinks/bends, and the needle was not visible for evaluation. Therefore, based off the provided photos and video the engineer was able to verify the reported issue of leakage but could not verify the other issues. Unfortunately, without a physical sample available for inspection and testing a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage at catheter and hub junction. The following information was provided by the initial reporter: we are having recurring issues with the catheters. Note: in the video it is possible to observe that there is a leak at the junction of the catheter and the hub (cone).